Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse manually cleaned the flow cell with a 10% bleach solution, ran an enhanced cleaning procedure on the ise system, and decontaminated reagent lines between reagent containers and the ise compartment. The fse replaced the ise reference solution valve, ise buffer syringe, ise buffer valve, buffer syringe driver, and electrodes. Calibrations were run back-to-back for serum and urine ise with good slope recovery. Precision testing was performed with quality control (qc) materials and acceptable results were obtained. The fse left the ise cell 1 working within specifications. Fse adjusted the settings on the instrument to mask cell 1 results; this allows the customer to monitor ise results without the risk of releasing results from the laboratory. The customer agreed to monitor the instrument for any further erroneous ise results; the customer has not reported any further issues.

Event description:
The customer reported intermittent low fliers for electrolyte (sodium, potassium, chloride, carbon dioxide, and/or calcium) results on ion selective electrode (ise) cell 1 of a au5400 clinical chemistry analyzer. The customer stated the instrument generated false low sodium (na), potassium (k), and chloride (cl) results for two patients. When the issue was noticed, patient samples were reanalyzed. There were no erroneous results reported out of the laboratory and there was no effect to patient treatment in connection with this event. Quality control (qc) results and ise calibration prior to this event were within lab-established ranges. The customer declined to provide any patient sample data.